Manufacturer narrative:
Inoue y, sugano n, jibiki m, et al. Cuffed anastomosis for above-knee femoropopliteal bypass with a stretch expanded polytetrafluoroethylene graft. Surgery today 2008; 38: 679-384.

Event description:
In a medical literature, it was reported that between early 1997 and late 2005, a patient was implanted with a 6mm thin-walled fep ringed gore-tex stretch vascular graft as an above-knee femoropopliteal bypass procedure. It was reported that a graft infection occurred within 11 months after implantation. The patient underwent complete graft removal without vascular reconstruction.